Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02693. This report is being submitted as additional information. Approximate age of device ¿ 26 days. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported event of pump power and estimated flow elevations was confirmed through an evaluation of the submitted system controller log files. The submitted system controller log files contained approximately 13 days of events from (B)(6) 2017 21:09 to (B)(6) 2017 11:10 and 2 days of events from (B)(6) 2017 00:09 to (B)(6) 2017 14:56. Elevations in pump power above 10 watts were captured on (B)(6) 2017, and were associated with elevations in estimated pump flow up to 12.0 lpm. It should be noted that numerous pi events were captured between (B)(6) 2017 00:09 to (B)(6) 2017 14:56; however, no atypical alarms were captured and the pump operated above the low speed limit for the duration of both log files. A specific cause for the pump power and estimated flow elevations and frequent pi events could not conclusively be determined through this evaluation. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, with no further issues related to pump power elevations reported. The patient remains ongoing on vad support. The heartmate ii lvas instructions for use contains information on all pump parameters including, pump power, flow and pi and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that high pump power and flow events had been occurring since (B)(6) 2017. The patient did not have any signs or symptoms of hemolysis, lactate dehydrogenase (ldh) was fine and their urine was clear. The manufacturer's technical services representative reviewed the submitted system controller log file and the data showed a type of trajectory that has been linked to the possible presence of thrombus. On (B)(6) 2017, it was reported that the elevated powers were still occurring. Ldh was normal at 300 u/l. There were no other signs of hemolysis. The patient was still slightly hypervolemic. The patient had been diuresed for approximately one week; however, there was no changes in the parameters. The aortic valve was closed with each cardiac cycle. On (B)(6) 2017, it was reported that the system controller was exchanged and pump parameters changed. The pump powers initially did not improve but they normalized overnight. It was reported that there was concern for device obstruction. On (B)(6) 2017, the patient was discharged to a rehabilitation center. Additional information: it was reported that no further actions were taken to determine the cause of the pump power elevation and no treatment was provided to the patient. The patient would continue to be monitored.